Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002.

Event description:
The rotaflow drive displayed the error message "head" at power-up and is non-functional. The issue was observed at the mahwah depot and no issues were reported from the field. No patient involvement was stated. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The defective rotaflow drive was sent to the supplier em-tec to germany for further investigation. According to the service report# rma2018-10079 following was found: the failure could be reproduced. Mc1, mc2, ferrit and motor has been replaced. Since the control cable was very bent, it was replaced as preventive measure. Burnin, calibration and final checks were performed as well as system test according to the service protocol. The most probable root cause could be determined as mishandling. Thus the failure could be confirmed. In the course of the investigation of nc-17-06-011 all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past.